Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general, abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract disorder ("bladder / urinary problems"), psychological trauma ("psych injury") and bladder disorder ("bladder / urinary problems"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, dysmenorrhoea and menorrhagia had resolved and the urinary tract disorder, psychological trauma and bladder disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: she received treatment for abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general, abnormal bleeding, psych injury, bladder / urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received: events abdominal, dysmenorrhea (cramping, menorrhagia (heavy menstrual bleeding), general, abnormal bleeding, psych injury, bladder / urinary problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general, abnormal bleeding') in an adult female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1, adenomyosis, paratubal cyst and adenomyosis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression") and anxiety ("anxiety/ mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, dysmenorrhoea and menorrhagia had resolved and the urinary tract disorder, bladder disorder, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general, abnormal bleeding, psych injury, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Pathology test - on (B)(6) 2016: pathology report final diagnosis: uterus, cervix with bilateral tubes; excision: a. Adenomyosis. B. Leiomyoma of myometrium, intramural. C. Sclerotic endometrial surface consistent with prior ablation, no residual endometrium detected. D. Adhesions of uterine serosa. E. Cervix, no significant pathologic alteration. F. Fallopian tubes with paratubal cysts, no significant pathologic alteration.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: dysmenorrhea. Most recent follow-up information incorporated above includes: on 30-sep-2019: plaintiff fact sheet and medical record received. Events: "abnormal bleeding vaginal, depression, anxiety/ mental anguish", lab data, reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general, abnormal bleeding') in an adult female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1, adenomyosis, paratubal cyst and adenomyosis. Concomitant products included paracetamol (acetaminophen). On (B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression") and anxiety ("anxiety/ mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, dysmenorrhoea and menorrhagia had resolved and the urinary tract disorder, bladder disorder, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general, abnormal bleeding, psych injury, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: essure device was successfully occluded. Pathology test - on (B)(6)2016: pathology report final diagnosis: uterus, cervix with bilateral tubes; excision: a. Adenomyosis. B. Leiomyoma of myometrium, intramural. C. Sclerotic endometrial surface consistent with prior ablation, no residual endometrium detected. D. Adhesions of uterine serosa. E. Cervix, no significant pathologic alteration. F. Fallopian tubes with paratubal cysts, no significant pathologic alteration.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.